Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for presyncope symptoms. Upon interrogation, the device was found to be in backup mode. The patient was sensible of the backup mode pacing parameters and experienced symptoms due to the event. A device download was performed to restore the device. The patient was stable following the device download.